Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient suffered from recurring incontinence due a mechanical failure presented on an artificial urinary sphincter (aus) implanted over 10 years. The old device was explanted and replaced with a new one. No patient complications were reported in relation to the event.